Manufacturer narrative:
The reported event is confirmed as manufacturing related. CAPA 4206822 was initiated to address the reported event. Four (4) photos were received. The first one shows an overview of the three-way catheter and syringe, the second photo zooms into the inflated balloon and tip, the third photo shows the catheter inflation valve cap. Fourth photo sample shows outer tray packaging. Visual evaluation of the returned sample noted one opened (without original packaging), silicone foley catheter with syringe. Visual inspection of the sample noted removed residual solution that was in catheter balloon. Using the returned syringe attempted to inflate the balloon with 10 ml of methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100 ml distilled water) and lumen to lumen leak present as solution would enter drainage funnel upon inflation. Sample received product does not meet specifications, which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The DHR review and labeling review are not required as the CAPA 4206822 is applicable for this product lot number. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water was leaked into the bag during pretesting of foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f, the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water was leaked into the bag during pretesting of foley catheter.